Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. The reported difficulty removing the device appears to be related to operational context. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in heavily calcified left anterior descending (lad) artery. Pre-dilatation was performed using a 3.5 mm trek dilatation catheter and an unspecified stent was implanted. No issues were noted during use of the trek or stent. Post-dilatation was performed using the 5.0 x 12 mm nc trek dilatation catheter. The balloon was inflated to 15 atmospheres (atm) and no issues were noted during inflation; however, the stent could not be deflated. The physician thought that the issue might be with the indeflator; therefore, it was switched for a second indeflator. The balloon would not deflate. The nc trek was pulled into the left main, and then the aorta, where it was inflated to rupture. The nc trek, along with the guide wire and guide, was removed from the patient anatomy without difficulty. There was no clinically significant delay. No additional information was provided.